Event description:
A customer reported experiencing a cgm (continuous glucose monitor) error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions for a complete pump reset, after which the error did not reoccur, and the customer was able to successfully start a new sensor session.